Manufacturer narrative:
Citation: langouet et al. Incidence, predictors, impact, and treatment of vascular complications after transcatheter aortic valve implantation in a modern prospective cohort under real conditions. J vasc surg. 2020 dec;72(6):2120-2129.e2. Doi: 10.1016/j.jvs.2020.03.035. Epub 2020 apr 8. Date of publish used for incident date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding vascular complication (vc) after transcatheter aortic valve implantation (tavi). All data were collected from two centers between january and december of 2017. The study population included 479 patients (predominantly male, mean age 82.6 years), 187 of which were implanted with a medtronic evolut r bioprosthetic valve delivered by an enveo delivery catheter system (dcs). No unique device identifier numbers were provided. Among all patients, the one-year mortality rates were 40.6% among patients with major vcs, 5.6% for those with minor vcs, and 5.6% for those without vcs. Multiple manufacturers devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: major vcs requiring conversion to open surgery (8) or endovascular stenting (3); minor vcs treated by prolonged compression; delayed vascular surgery for surgical closure of false aneurysm (6), surgical drainage (5), amputation (2), and axillofemoral bypass (1); major bleeding; stroke; extended hospitalization with intensive care unit (ICU) stay. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.